Manufacturer narrative:
(B)(4).

Event description:
Lack of eff.

Event description:
Additional review of the information indicated the information previously reported on follow up number 001 was not related to this event.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va088yg, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that when the patient was initially implanted in (B)(6) 2013, but it did not work, so it was replaced (B)(6) 2013. The patient had not noticed a big change in symptoms since implant. The patient had a follow up appointment with her doctor on (B)(6) 2014.

Manufacturer narrative:
(B)(4).